Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the reservoir had a leak. Customer's blood glucose level was 20.4 mmol/l and they treated it with manual injections. Customer reported that they changed the reservoir and completed the reservoir and tubing process. Reservoir will not be returned for analysis.